Event description:
One coronary stent with delivery system was successfully advanced to the target lesion site in the pt's ramus vein graft. The delivery balloon would not deflate leaving the stent partially expanded at the target lesion site. The partially inflated delivery balloon was withdrawn from the pt without complication and an add'l balloon catheter was used to fully expland the stent. There were no clinical sequelae reported relative to the event.